Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that the tube was bent during insertion into the holder catheter. The balloon failed to inflate so deploying the stent is not possible. When the device was removed, the shaft broke. The device was completely removed from the patient's body without difficulties. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.